Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when covering the punch, a green colored particle (the color of the cap) was found stuck to the beginning of the punch, which was going to be inserted into the aorta. So there was a risk of migration into the bloodstream. The utensil was wiped with a damp compress. The particle was set aside". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "when covering the punch, a green colored particle (the color of the cap) was found stuck to the beginning of the punch, which was going to be inserted into the aorta. So there was a risk of migration into the bloodstream. The utensil was wiped with a damp compress. The particle was set aside". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer's complaint cannot be confirmed because a visual and functional inspection was performed, and the unit was found to have a released tip (not jammed) and no operational problems were observed during the functional tests performed. No additional contamination was detected inside piece. Additionally, product IFU contains some warnings about the care and proper use of product. Like "remove the excised tissue before additional openings are created. Excessive cleaning of the punch in between cuts is not necessary. Failure to remove excised tissue from the punch or excessive cleaning may cause punch jamming or incomplete cuts". However, complaints of this type will continue to be followed up with periodic reviews to assess if any trends exist. As part of the evaluation, manufacturing, engineering and quality personnel were notified and made aware of the sample received. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.